Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported getting disable system failure and also red x. There was no negative patient impact.

Manufacturer narrative:
Note that (B)(4) includes upgrading the device software and replacing the following parts: speaker assembly, battery pca with stabilizer, therapy pca, processor pca, rear assembly, therapy port receptacle with therapy port receptacle extender, lan to processor pca cable, power supply to therapy pca cable, and ECG port connector block.